Event description:
The customer called and reported she experienced a low blood glucose of around 28 mg/dl while sleeping. The customer's spouse called the paramedics. Troubleshooting with the insulin pump was declined. The insulin pump settings were changed, following this event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.